Event description:
Drive devilbiss was notified of an incident involving a rollator by the end user who stated that the right handle of the rollator broke while the end user was trying to stand. The end user was taken to the hospital and was diagnosed with a fractured hip and a stroke. Attempts to gather additional information have been unsuccessful. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.